Event description:
It was reported the patient is experiencing pain at the ipg pocket site. The patient indicated that the pain is constant and occurs whether stimulation is on or off. The patient's physician prescribed a topical treatment however, the patient's pain persists. It was noted that the patient does not wish the pursue surgical intervention at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.